Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the cable connecting ECG "a", 'b", and the front was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functional testing.